Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 20. Details of surgery: primary stability not achieved. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.